Event description:
The customer reported an intermittent communication issue. The fe confirmed this intermittently would not allow the system to boot up. There is no report of death or serious injury associated with this complaint.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The interface board and gib board were evaluated and reseated. The system was tested and found to be working as intended and returned to service.